Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device stopped irrigating. During the original ablations for the procedure the catheter was used with no issues. After post map additional applications needed. Prior to reinsertion it was noted the catheter was not able to be flushed even after they attempted to manually flushed the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed and the irrigation was functional in all deployment states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device stopped irrigating. During the original ablations for the procedure the catheter was used with no issues. After post map additional applications needed. Prior to reinsertion it was noted the catheter was not able to be irrigated even after they attempted to manually flushed the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.